Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she placed her pump in her back pocket and it fell in the toilet and had flushed it before she realized that her pump had fallen in there. The customer's blood glucose was 158 mg/dl. The customer was advised that the insulin pump would need to be replaced and to revert to back-up plan. The insulin pump will be returned for analysis.